Manufacturer narrative:
Product analysis: there was no deformation evident to the applier. An endoanchor visible fully loaded in the housing. The handle was opened, and no fluid or blood was observed within the handle. There were no loose connections or components observed. No corrosion was observed to the circuit board or connector pins. The battery was removed and measured 6.83v. A new battery was attached, and the unit powered up with the blue error light flashing, the forward light unresponsive and the back light flashing. The eprom was read and presented the following codes (locn x code): 0ax05 battery low detection, 0bx0e apply ready, 0cx07drive motor operation time-out, 0dx17 fatal. The device was restarted in factory mode with the blue error light on, forward light flashing, back light on. The forward button was pressed, and the endoanchor was deployed. The back light was flashing, and an endoanchor was successfully loaded. The forward light was flashing, and first stage deployment was performed. The endoanchor was successfully deployed, confirming the applier functionality. The reported error display was confirmed based on the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the remaining type ia endoleak observed after endoanchor placement, and before additional endoanchors were implanted, could not be confirmed on the provided films. The post-implant images were taken prior to intervention, and no endoanchors were implanted at the time. Although the event could not be confirmed and its cause could not be determined, it is possible that the calcification/plaque observed along the infrarenal aortic neck may have been a contributory factor. The proximal endoleak observed in the available CT scan was related to the endurant aui stent. B5; additional information received: the type ia endoleak was initially observed approximately 2 months prior to the intervention where the heli-fx were placed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Heli-fx endoanchors were implanted for the treatment of a type ia endoleak in an existing endurant aui stent graft. The aortic diameter at the renal artery measured 17¿20 mm, with a proximal aortic neck length of 15 mm. Moderate vessel calcification was observed, but there was no vessel tortuosity. The patient had previously undergone evar with an aui on an unknown date, and the type ia endoleak was likely due to a gutter formation caused by calcium and excess oversizing of the stent graft. It was reported during the procedure, the physician performed ballooning on the aui using a reliant balloon. 6 circumferential endoanchors were placed directly infrarenal of the aui. The heli-fx guide was withdrawn and an angiogram was preformed showing the endoleak was still there. Additional endoanchors were then placed at the site of the endoleak. It was reported while preparing the sg-64 heli-fx guide by flushing with heparin water, a "ring" was found believed to have come from the sg-64 guide. The tip of the guide appeared normal and the procedure was performed without any problems and the two additional endoanchors were successfully implanted using the same guide. The type ia endoleak persisted at the end of the procedure and the physician concluded the procedure at this time. Per the physician the cause of type ia endoleak in the aui stent graft was likely due to a gutter formation caused by calcium and excess oversizing of the stent graft. It was suspected that infolding may have possibly caused the type ia but no infolding was observed on imaging. The cause of the detached ring is undetermined. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.